Event description:
It was reported that the user reinserted a cartridge while still connected to the ilet, felt a bolus delivered, and then experienced a roller coaster pattern of glucose with values reaching 401 mg/dl and subsequently dropping to 43 mg/dl. The event was addressed through troubleshooting and education on proper rewind procedure and disconnecting from the body before reinsertion, involving the ilet pump, infusion set and cartridge, and oral glucose intake. Symptoms included hyperglycemia, hypoglycemia, sleepiness/ drowsiness, headache, nausea, and shaking/ tremors. Outcomes included transient clinical effects without hospitalization. Investigation included case assessment and user education focused on failure to rewind while connected and appropriate handling of infusion set and cartridge. Investigation of this case revealed user technique contributed to unintended insulin delivery during cartridge reinsertion while connected, consistent with improper rewind and connection status. It was concluded, based on previously established findings for similar reports, that the cause was user technique error.